Event description:
It was reported that during a percutaneous peripheral intervention, the shaft of a cutting balloon was separated. The target lesion was located in the moderately tortuous superficial femoral artery. A 4 mm x 1.5 cm x 140 cm spcb flextome mr cutting balloon was selected to treat the target lesion. During preparation of the procedure, it was noted that the balloon protector could not be removed. The balloon protector was then pulled hard to attempt removal; however, it was noted that the shaft separated. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous peripheral intervention, the shaft of a cutting balloon was separated. The target lesion was located in the moderately tortuous superficial femoral artery. A 4 mm x 1.5 cm x 140 cm spcb flextome mr cutting balloon was selected to treat the target lesion. During preparation of the procedure, it was noted that the balloon protector could not be removed. The balloon protector was then pulled hard to attempt removal; however, it was noted that the shaft separated. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received for analysis. The device was received in two sections as a result of a shaft break located 24.9cm from the catheter tip. The shaft was stretched at the break site. The returned device had the balloon protector attached over the balloon. It was not possible to apply a vacuum to the balloon as the shaft was broken however the balloon protector was removed from the balloon with resistance encountered. No other damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).